Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the post-implant check, it was noted the left ventricular (lv) lead had dislodged. Approximately three months later, the lv lead was explanted and replaced. No additional adverse patient effects were reported.